Event description:
It has been reported that the customer had an issue with the stockert generator having high impedance. The caller stated that he had over-heard that there may have been patient skin burns associated with this issue, but he was not sure.

Manufacturer narrative:
Several attempts were made to obtain additional information from customer, however, no further information could be obtained.